Event description:
It was reported that a patient underwent a robotic myomectomy on (B)(6) 2012. During the procedure, the trigger of the device was pulled but the blade would not advance. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate/extend during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.